Event description:
I was implanted with a medical device implant called essure on (B)(6) 2007. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life; however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2007. This is a list of my side effects and symptoms that I have experienced due to essure~ daily constant migraines, severe pelvic pain, sharp shooting pains around essure area, shooting pains in uterus, cervix, down thru vagina and into legs. Mood swings, depression, anxiety, loss of focus. Weight gain 40 lbs+, trouble with vision, memory loss, bloating, inflammation, extreme fatigue, excessive bleeding, abnormal periods, lower back pain, joint pain, low grade fevers, cramping, ovarian cysts, cervical cysts, hot flashes, muscle aches, insomnia, feeling "flu like" all the time, pain during intercourse, blood clots, sharp stabbing pains, abnormal menses, vitamin d deficient, recurring yeast infections and bacterial infections, nausea, dizziness, heartburn, chest pain, cloudiness, forgetfulness, heart palpitations, foul smell and discharge, polyps, scar tissue between uterus, gall bladder and bowels. All were attached. I have been seen by 2 doctors. I have been diagnosed with the following conditions. The device has been removed on (B)(6) 2014 the device was not returned to the manufacturer. (B)(4). Mw5035522 update on (B)(6) 2014: I have come to realize I had a few more issues related to have had essure: pelvic inflammatory disease. Chronic pelvic congestion.